Manufacturer narrative:
The insulin pump was received with intermittent button response due to keypad connector on the lcd board unlocked. The insulin pump has cracked case at the display window corner and minor scratched lcd window.

Event description:
It was reported that the buttons were not responding on the customer's insulin pump. It was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was not known. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.